Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the ventricular tachycardia mode of this cardiac resynchronization therapy defibrillator (crt-d) device was turned off and programmed to monitor only triggered red alert. Attempts to obtain additional information were unsuccessful. This crt d remains in service. No adverse patient effects were reported.